Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Event description continued: a 3.5x28mm xience xpedition was then taken to the lesion overlapping the 3.0x38mm xience xpedition, covering the 3.5x15mm xience xpedition and covering the lesion to the ostium. Results were excellent and the patient was in stable condition. There was no additional information provided. (B)(4): balloon inflated over rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use states: do not exceed the labeled rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with unstable angina and electrocardiogram changes. There was no diagnosis of a myocardial infarction. The patient was taken to the catheter lab, non-emergently, and was found to have in-stent restenosis of 2 non-abbott bare metal stents, previously implanted in the mid to proximal right coronary artery (rca), approximately 10 years prior, a distal dissection and de novo stenosis in the proximal to ostial rca. The vessel was very tortuous and heavily calcified. Abbott and non-abbott balloons were taken to the lesion, but a resistant, calcified area remained in the proximal lesion. A 3.0x38mm xience xpedition stent was successfully deployed in the distal lesion, covering the dissection. The proximal lesion was dilated again, but remained resistance. A 3.5x15mm xience xpedition was taken to the proximal lesion, but could not cross enough to overlap the implanted xience xpedition, so it was deployed where it was. A waist in the stent was noted, so the balloon was taken to 20 atmospheres (atm). The waist remained, but the balloon would not deflate for removal. All attempts to deflate failed. The patient started to experience chest pain. An attempt was made to inflate to 30 atm with the thought that the balloon would rupture, but the balloon failed to rupture. Syringes were used to try to deflate the balloon. Eventually, the balloon deflated enough to be pulled to the guide catheter. All devices were removed as one unit. Access was lost. The angina resolved. The vessel was rewired and per angiography, the waist in the stent was resolved. The stent appeared to have good wall apposition.